Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged resulting in customer experiencing an elevated blood glucose (bg) level exceeding 500 mg/dl. Reportedly, a correction injection was delivered to address bg. The customer reverted to an alternate method of insulin therapy.